Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This lead was explanted and replaced because the physician thought it wasn't heavy enough to stay in position. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the symptoms, it is reasonable to assume that this damage resulted from tensile forces applied during the surgery. Further inspection showed cuttings in the insulation and deformations of the svc shock coil. These damages occurred most likely during the explant procedure. Blood penetrated the lead in the cut areas. Furthermore coagulated blood was identified in the lumen of the lead. These blood residuals were presumably introduced into the lumen of the lead by means of stylets used during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.